Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer remove removed the sensor and noticed that there was no electrode in the sensor. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer stated that the transmitter did not blink when connected to the sensor they removed the transmitter and put it on the test plug and transmitter blinked. The device will not be return for analysis.